Manufacturer narrative:
No device returned to olympus for evaluation. No conclusion can be drawn at this time due to the absence of the device. This report will be updated if new and significant information becomes available at a later time.

Event description:
Olympus was informed that the patient underwent plasma electro-resection of the prostate on (B)(6) 2018. When using the superpulse plasma electric cutting ring (thick ring)) with the registration number (B)(4) to perform transurethral plasma electro-resection of the prostate on the patient, the porcelain head of the electric cutting ring cracked. A bladder forceps was used to remove the fragments of the cracked porcelain head, which affected the overall operation procedure without harming the patient. The patient¿s postoperative recovery was fair.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) regarding the previously reported "porcelain head of the electric cutting ring cracked". (B)(4). It has been determined that no action is required.